Event description:
Customer reported his sensor readings have been inaccurate on the last few sensors. Customer's current blood glucose is 137 mg/dl. As an example, customer said one time his sensor reading was 67 mg/dl when his blood glucose was 137 mg/dl. The sensor will show low readings when he is not low. Sometimes, his insulin pump goes into threshold suspend mode due to the low sensor readings. Customer stated his sensor readings will remain low even after he has corrected for it, and after an hour it will shoot up and stay there. Customer uses proper sensor insertion and calibration methods. He did mention that he has over calibrated in the past, and now calibrates three to four times a day. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.